Manufacturer narrative:
The device was not returned and could not be analyzed by engineering as the commercial team member is no longer with the company, preventing engineering from performing investigation. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review. Potential causes of overstimulation/jolt are incorrect programming parameters, interference from a non-curonix device, and migration. However. The clinical representative reported the power index was too high which may have caused the jolt. The cause of the reported issue is due to incorrect programming parameters (user error - clinical representative). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported they felt a jolt when they moved in their chair. The transmitter assembly was reprogrammed. However, further information was not available.